Manufacturer narrative:
Evaluation method codes, historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy that the balloon would not autonomously inflate. The hospital staff tried to reduce the augmentation waveform and manually inflate the balloon, but to no success. The pump was put in semi-automatic mode, and the augmentation was increased, and the balloon finally inflated. The balloon inflation was viewed during catheterization. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the balloon would not autonomously inflate. The hospital staff tried to reduce the augmentation waveform and manually inflate the balloon, but to no success. The pump was put in semi-automatic mode, and the augmentation was increased, and the balloon finally inflated. The balloon inflation was viewed during catheterization. There was no reported injury to the patient.